Manufacturer narrative:
Citation: reichart. D. Md. Transcatheter tricuspid valve-in-ring and aortic valve-in-valve implantation. Thoracic cardiovascular surgery report; (2017) 6(1): e29¿e31 doi 10.1055/s-0037-1606345 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding (B)(6) female patient who was implanted with a 21mm hancock ii ultra bi oprosthetic surgical valve. During the initial implant, a right coronary artery obstruction occurred and was treated with surgical revascularization the following day. Twenty-two months post implant, the patient complained of dyspnea. Twenty-five months post implant, the patient was implanted with a 34mm contour 3d ring to treat severe tricuspid regurgitation. Nine months later, endocarditis of the aortic valve was diagnosed and treated with antibiotics. Thirteen months after the diagnosis of endocarditis, severe aortic regurgitation, increased aortic gradient measurements (peak 59 mmhg) and severe tricuspid regurgitation was noted. It was suspected that the endocarditis has caused early deterioration of the aortic valve. Subsequently, a 23 mm corevalve was successfully implanted valve-in-valve into the aortic position. A non-medtronic balloon expandable transcatheter bioprosthetic valve was implanted valve-in-ring into the tricuspid potion. No additional adverse patient effects or product performance issues were reported.